Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during post-dilatation of an endovascular stent graft, it was identified under the fluoroscopy that the stent was allegedly fractured.

Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there was no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Sample evaluation: based on the provided images the reported stent graft fracture could not be confirmed and the investigation will be closed with inconclusive result. Due to poor image resolution the reported issue could not be reproduced. No indication was found for a manufacturing related issue. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Regarding pre-dilation the IFU states: "pre-dilate the lesion and confirm that the stenosed lumen can be dilated to the desired diameter. In case of in-stent restenosis, the balloon diameter for pre-dilation should be no larger than the previously placed bare metal stent diameter."

Event description:
It was reported that during post-dilatation of an endovascular stent graft, it was identified under the fluoroscopy that the stent was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 2020394. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner.

Event description:
It was reported that during post-dilatation of an endovascular stent graft, it was identified under the fluoroscopy that the stent was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 2020394. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner.

Event description:
It was reported that during post-dilatation of an endovascular stent graft, it was identified under the fluoroscopy that the stent was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 2020394. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner.

Event description:
It was reported that during post-dilatation of an endovascular stent graft, it was identified under the fluoroscopy that the stent was allegedly fractured. There was no reported patient injury.